Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed non-sustained right ventricular oversensing (nsrvo) due to premature ventricular contractions (pvcs) noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was discharged after the visit.